Manufacturer narrative:
Age at time of event: 18 years or over. Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2014-00725. It was reported that a shaft break occurred. Vascular access was obtained via the right radial. The 90% stenosed, 10mm long target lesion was located in the severely calcified and mildly tortuous right coronary artery. During percutaneous transluminal coronary angioplasty (ptca) procedure, the 2.25x16mm promus premier drug-eluting stent delivery system (sds) was selected and advanced to treat the target lesion. The catheter of the system was pushed very hard to cross the lesion that caused bent in the hypotube, which lead to the separation of the catheter shaft. The sds was withdrawn. Another 2.25x16mm promus premier sds was selected to treat the target lesion. The same issue of the separation of the catheter shaft repeated. The sds was withdrawn. The procedure was not completed. No patient complications were reported and the patient's condition was fine.